Manufacturer narrative:
The insulin pump was received with blank display due to power connector in battery tube not plugged in properly. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 161 mg/dl at the time of incident. The customer's blood glucose was 44 mg/dl at the time of call. The customer stated that they treated the low blood glucose with orange juice. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.